Manufacturer narrative:
Additional information has been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
Two images were reported by a surgeon for a two-level m6-c patient in which one device appears to have collapsed. It is unknown if the patient has been revised or a subsequent surgery has taken place.

Manufacturer narrative:
Additional information has been requested. Without a device, serial number or lot number, the device history records review could not be completed. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Manufacturer narrative:
It was initially reported that a two-level m6-c patient had one of two implanted devices to have collapsed. The devices were both explanted with one device intact while the other had deteriorated upon removal. The radiographic images showed disc replacements at two index levels with evidence of lordosis observed. The disc at c5/c6 level had lost height and was surrounded by osteolytic changes, but retained its height. Lack of pre-operative, immediate post-operative and interim timepoints hinders further interpretation. Both devices were not intact as-received and the damage observed was consistent with damaged caused by extraction during removal. A review of the lot history records for both devices did not reveal any non-conformances to specifications or deviations in procedure. Infection was suspected; however, no microbiology or pathology laboratory testing reports or results were provided. Based on the limited information provided, the device at c5-c6 showed clear evidence of in vivo mechanical failure; the device at c6/c7 had not failed at the time of removal. It is unknown how long the devices were in situ, what the surgical indications were for removal, or if infection was suspected or confirmed. While osteolysis was noted at c5-c7, the cause of this event appears to be mechanical device failure at the c5-c6 level.